Event description:
It was reported that the basket of the device separated from the cable during use. A snare was used to remove the basket. There were no pt complications.

Manufacturer narrative:
MFR control no. Dc980497. The sample has been returned to arrow. Examination of the sample determined that the basket separated from the cable at the sleeve. It is likely that the separation resulted from fatigue due to friction.